Event description:
The manufacturer received information alleging a ventilator was providing incorrect pressures. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and in-line filter were replaced to address the issue.